Manufacturer narrative:
Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3093-28, lot# j0337353v, implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type: lead. Product ID: 3093-28, lot# j0322185v, implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type: extension.

Event description:
It was reported that the patient had a revision and a new implantable neurostimulator (ins) placed in 2010.